Manufacturer narrative:
(B)(4). Device not returned.

Event description:
New information received indicated that the device was explanted and replaced.

Event description:
It was reported that during routine follow-up, a stored alert that the device reached eri was observed. Upon interrogation, the device had not reached eri, and the patient stated not receiving a notifier. Device remains implanted and patient monitoring will continue.

Manufacturer narrative:
The reported field event of an eri alert anomaly was confirmed in the laboratory. The programmer session file and battery trending data were reviewed and no anomalies were found. Battery trims were reviewed and it was noted that the eri trim was incorrectly set during manufacturing.